Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -11.50 diopter, in the patients left eye (os). The lens was reported as implanted upside down. The lens remains implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter stated the lens was exchanged in (B)(6) 2019 but did not provide the day. This exchange resolved the problem and the lens was discarded and will not be returned for product evaluation. Explant date: unknown. Patient code 3191: no code available (secondary surgery, lens exchange). (B)(6)